Event description:
The hospital reported that during the saphenous vein harvesting procedure, the scissors on the harvesting cannula would not cut. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. Failure analysis investigation performed on february 2005, concluded that the cause for the scissors not cutting was due to scissor shaft separation.